Event description:
Medtronic received information regarding a pipeline that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of a left internal carotid artery (l-ica) c6 segment unruptured saccular aneurysm. The aneurysm max diameter was 5.6mm and the neck diameter was 5.9mm. Patient's vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During dep loyment, the pipeline distal end failed to open despite the middle segment opening well. The device was repositioning several times and deployed at different locations but the distal end still did not open. It was noted the that pipeline was not positioned in a bend. The pipeline was resheathed 2 or less times. No other steps or devices were used to open the pipeline. It was resheathed and removed from the patient with the microcatheter. Another manufacturer's product was then used instead to complete the procedure. There was no harm or injury to the patient associated with this event. Post procedure angiography results were fine. Ancillary devices: benchmark 6f 95cm sheath, sofia 5f guide catheter, phenom 27 microcatheter

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no reported resistance or positioning issue; the information was not available. The cause of the pipeline failure to open was not determined. When the removed, the distal end was damaged as it still was not fully open.`

Manufacturer narrative:
B5 updated with additional information received. H6 device coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield braid was returned for analysis, inside an open pipeline flex shield inner pouch, inside a sealed biohazard bag, and inside a shipping box. The pipeline flex shield pusher wire was not returned. ¿ damaged location details: the braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was open and damaged. No other anomalies were found. ¿ conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the pipeline flex shield braid ends were both open and frayed. The root cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the vessel tortuosity was moderate, and the pipeline was not positioned in a bend, which rules out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged by over-manipulation, by deployment techniques, by advancing or retracting the delivery wire against resistance, or by deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. However, the cause of the event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.